Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there is a problem with both the inflow and outflow mechanism as the pump could not perform either.